Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bluish liquid leak around the blood sampling valve of the coulter lh750 hematology analyzer. Customer reported that she had fixed the leak by replacing the red stripe tubing coming off the blood sampling valve. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.